Event description:
Reporter indicated that a vns pt was diagnosed by an ent with vocal cord paralysis. Good faith attempts to gather add'l info have been unsuccessful.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event, possibly associated with surgery or stimulation.